Event description:
A complaint was received from a customer that stated when the customer used excel off brand reagent strips the customer could not get the elite system to count down. No result to a diabetic could be a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was invited to call the bayer 24/7 customer service line for further help.